Manufacturer narrative:
This supplemental report is being submitted to make a correction based on the results of the legal manufacturer's final investigation. Corrected fields: h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. In addition, the following reportable malfunction was identified during the device evaluation: discoloration on the video connector - electrical contacts. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited a tear on the camera cable. There was no patient involvement.

Manufacturer narrative:
Health professional ¿ n (no) and occupation - non-healthcare professional. Based on the results of the investigation, a definitive root cause could not be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited a tear on the camera cable. There was no patient involvement.